Event description:
During return evaluation of a sample returned from the customer, it was discovered that the omni-flex connector 15 mm inner diameter was out of specification. This is being reported as a malfunction based on the results of evaluation.

Manufacturer narrative:
(B)(4). Results of evaluation: the return sample was received and evaluated. The 15 mm inner diameter was out of specification. The customer complaint was confirmed. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process for this part was updated to include 100% verification of the 15 mm inner diameter of the connector. In addition, the procedure was updated to perform a quality audit of the 15 mm inner diameter as part of the inspection process to release product. The manufacturing process was reviewed and a higher amount of variation was observed in the 15 mm inner diameter of the connector. A corrective and preventative action has been opened to find the root cause of the variation observed in the 15 mm inner diameter of the connector.